Manufacturer narrative:
(B)(4). Device is not returning. It was initially reported that the device would be returned for analysis; however, subsequent information revealed the device was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure on a non-human subject at a research laboratory. Reportedly, when the needle plunger was retracted, no suture was present. The device was removed over a guide wire and three additional proglide devices were attempted, but needle-to-cuff misses occurred. A small hematoma developed that resolved when manual arterial compression was applied to achieve hemostasis. No further treatment was required. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) . The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 3 perclose proglide devices, were filed under separate medwatch manufacturer report numbers.